Manufacturer narrative:
The operator normally observes both the unit and the patient at all times during a patient treatment. Should the source not return to the fully shielded position at the end of a treatment, the fact would be readily noticed by the operator and the patient evacuated from the room. Labelling for the device instructs the operator on the steps to be followed in the event that the source remains on or in the partially exposed position at the end of a treatment. The source can then be manually returned to the shielded position using the emergency source return tool provided with the equipment. Use of the tool is fully described in the phoenix operator's manual. Investigation determined that the cordreel used to supply electrical power to the collimator field light had failed and had prevented the source from returning to the fully shielded position at the end of the patient treatment.

Event description:
A report was received that the source failed to return completely at the end of a patient treatment. After removing the patient from the room, the physicist tried to push the source back to the shielded position, but found that it would not move. Physical and radiation measurements taken by the physicist confirmed that the source was almost all the way back to the fully shielded position.